Manufacturer narrative:
A supplemental report is being submitted for correction: h10 adding additional products: (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-march-2021 / serial# (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 13-march-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-march-2021 / serial# (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 13-march-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-march-2021 / serial# (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 13-march-2020. Labeled for single use: no. (B)(4) brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-march-2021 / serial# (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 13-march-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and four batteries exhibited power switching. It was also reported that the controller exhibited multiple loss of power. The power switching occurred when batteries were connected to port number one. The controller and the four batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller (B)(6) and four (4) batteries (B)(6) were not returned for evaluation. Review of the available autologs report revealed five (5) controller power-up events with associated pump start events logged on (B)(6) 2021 at 12:51:17, on (B)(6) 2021 at 09:46:30 and 13:25:14, on (B)(6) 2021 at 12:34:52, and on (B)(6) 2021 at 15:38:30. The controller was without power for 7, 12, 6, 12, and 12 seconds, respectively. Raw log files were not available for analysis. As a result, the reported loss of power event was confirmed. The reported power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported batteries. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller and four batteries exhibited power switching. It was also reported that the controller exhibited multiple loss of power and the ventricular assist device (vad) exhibited above normal power consumption. The power switching occurred when batteries were connected to port number one. The controller and the four batteries were removed from service. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for correction corrected section: b5 desc evt problem from: it was reported that the controller and four batteries exhibited power switching. It was also reported that the controller exhibited multiple loss of power. The power switching occurred when batteries were connected to port number one. The controller and the four batteries were removed from service. No patient complications have been reported as a result of this event. To: it was reported that the controller and four batteries exhibited power switching. It was also reported that the controller exhibited multiple loss of power and the ventricular assist device (vad) exhibited above normal power consumption. The power switching occurred when batteries were connected to port number one. The controller and the four batteries were removed from service. The vad remains in use. No patient complications have been reported as a result of this event. Additional products: d1: heartware ventricular assist system ¿pump d4: model #: 1104/ catalog #: 1104/ expiration date: 30-apr-2021 / serial or lot#: (B)(6) UDI (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-apr-2019 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d12 serial# (B)(6) h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: the pump (B)(6), one (1) controller (B)(6), and four (4) batteries (B)(6) were not returned for evaluation. Review of the available autologs report revealed five (5) controller power-up events with associated pump start events logged on 05/dec/2021 at 12:51:17, on 09/dec/2021 at 09:46:30 and 13:25:14, on 14/dec/2021 at 12:34:52, and on 22/dec/2021 at 15:38:30. The controller was without power for 7, 12, 6, 12, and 12 seconds, respectively. Additionally, review of the available autologs report revealed power consumption above the normal operating range; however, no alarms were logged over the analyzed period. Raw log files were not available for analysis. As a result, the reported loss of power and high power events were confirmed. The reported power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported batteries. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.